Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine, baclofen and unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for arachnoiditis and spinal pain. It was reported that patient was calling to obtain implant dates of pumps because "it's quitting on me". Patient mentioned her healthcare professional (hcp) thought the battery was wearing out in patient's pump. Patient stated she went to the hcp this month, and her hcp noticed her pump "hasn't used the medicine like it had been using it", so patient's hcp thought the battery was wearing out. Patient mentioned that she didn't remember that she had 3 pumps. No symptoms were reported. Patient stated she knew the drug on pump was morphine and baclofen but stated "I don't know the other one". Patient also did not know dose and concentration. No further complications were reported.